Manufacturer narrative:
A specific root cause could not be determined based on the provided information. No general reagent issues were evident. Calibration signals were within expectations. Quality control recovery exhibited a low trend. The alarm trace showed a liquid level detection alarm. Possible root causes for this event may be sample quality and insufficient maintenance.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as < 0.6 miu/ml accompanied by a data flag. There were no bubbles on the sample surface, as far as the customer could recall. The < 0.6 miu/ml value was reported outside of the laboratory. The doctor did not believe the result since the patient had taken a home pregnancy test and this was positive. A new sample was collected from the patient on (B)(6) 2017 and tested, resulting as 800 miu/ml. The original patient sample was also repeated in a sample cup on (B)(6) 2017, resulting as 370.0 miu/ml. The patient was not adversely affected. The hcgb reagent lot number was 21015101, with an expiration date of 05/31/2018. The field service engineer checked the analyzer. He ran performance testing. The system performed within specifications.